Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic,the patient experienced poor performance with the device and pain with and without device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 07, 2021.